Manufacturer narrative:
The pod was returned with the needle mechanism in the not deployed position. Inspection of the pod data found the pod was deactivated after the completion of first prime. The pod data shows the pod completed first prime in an expected number of pulses. The pod deployed as expected upon rotation of the ratchet gear. No damages or defects were observed that would cause a needle mechanism failure. No problem was found.

Event description:
The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.